Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: 14421-aw rev h / 2016; using the pod 5 / page 44; warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient reported blood glucose reached 283mg/dl while wearing the pod. Patient experienced irritation with this pod. Pod site is red, bruised and leaves a rash after removal. Patient was prescribed duoderm. Pod worn between 36 and 48 hours.